Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) battery status earlier than expected. There was concern that the battery depleted prematurely. It was also reported that this device was included in the recall population for this model. The device was explanted and replaced.